Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using a proglide device with an 8f sheath after an interventional procedure of a peripheral arterial occlusive disease. Reportedly, while the physician was using the suture trimmer to advance the knot, a suture break occurred. Hemostasis was achieved with another proglide device. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. The investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. Because all related components were not returned with the device, the scope of this investigation was very limited and the reported suture break could not be confirmed. Based on the manufacturing inspection criteria and analysis of the returned device, the probable cause for the reported suture break while advancing the knot could not be determined. Based on visual inspection and functional testing of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. A query of the electronic complaint handling database indicated there had been no similar suture break during the knot advancement incidents reported for this lot. Based on the information reviewed, there is no indication of a product deficiency.